Event description:
It was reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additionally, the patient contact reported the patient experienced hyperglycemia, lost consciousness, and died. Additional information was obtained through follow-up with the patient's clinic. The patient was in treatment on (B)(6) 2026 when he experienced a hypoglycemic episode (not hyperglycemic as initially reported). The patient went into cardiac arrest and subsequently passed away. The death was not related to use of the cycler, or any fresenius drug, product, or the patient's therapy. The cause of death was not documented as the doctor did not specify to the clinic. The patient had a history of diabetes mellitus. No further information was available.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additionally, the patient contact reported the patient experienced hyperglycemia, lost consciousness, and died. Additional information was obtained through follow-up with the patient¿s clinic. The patient was in treatment on (B)(6) 2026 when he experienced a hypoglycemic episode (not hyperglycemic as initially reported). The patient went into cardiac arrest and subsequently passed away. The death was not related to use of the cycler, or any fresenius drug, product, or the patient¿s therapy. The cause of death was not documented as the doctor did not specify to the clinic. The patient had a history of diabetes mellitus. No further information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hypoglycemia, cardiac arrest and death. However, there is no documentation in the complaint file of a causal relationship between the patient death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. The patient has a history of diabetes mellitus. It has been hypothesized that abrupt cardiac arrhythmias contribute to severe hypoglycemia¿induced sudden death. Although a cause of death was not documented in the clinic, it was reported that the death was not related to use of the cycler, or any fresenius drug, product, or the patient¿s therapy. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hypoglycemia, cardiac arrest and death.